Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. This rv lead and the existing right atrial (ra) lead were both suspected to have dislodged and pulled back. The rv lead was also exhibiting oversensing of the ra signal. An x-ray was performed, but it was inconclusive. Both leads were repositioned successfully. At this time, the products remain in service. No additional adverse patient effects were reported.